Manufacturer narrative:
Distributor performed evaluation and any necessary correction.

Event description:
It was reported by the distributor that an obstruction sensor had malfunctioned, resulting in the bed raising on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.